Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the complete lead was returned. There were setscrew marks noted on the is-1 terminal pin as well as the distal and proximal hv terminal pins. There were no setscrew marks noted on the is-1 ring. There was a cut found in the trilumen insulation through to the rs lumen, at 225 mm from the terminal pin, there was an additional cut noted in the suture sleeve. Dried bodily fluid was found in the lumen due to the cut. The clear medical adhesive was found to be torn or separated from the proximal end of the proximal spring electrode and the proximal spring was stretched at this same point. The distal end of the proximal spring electrode was found to be separated from the lead body insulation, and there was medical adhesive found in this area. There was bodily fluid and tissue also noted in the helix housing and the helix was retracted. The cause for lead dislodgement was not confirmed.

Event description:
Boston scientific received information that all of these patient's lead were found to have dislodged. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.